Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level to appeared as "high" on the monitor. At the time of the report, the customer had not addressed bg level but planned to switch to manual insulin injections (mdi). Reportedly, the customer reverted to an alternate method insulin therapy.